Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(6). The amo field service specialist (fss) visited customer site. The fss replaced the bottle hanger on the system. Fss carried out the field service checklist, which the system passed all fictional tests and it was found to meet the required specifications. All pertinent information available to abbott medical optics (amo) has been submitted.

Event description:
During a service visit to customer site the abbott medical optics field service engineer reported that the bottle hanger on the whitestar signature system was broken. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.